Event description:
Customer alleged the bed exit alarm would not operate.

Manufacturer narrative:
The hill-rom technician found the speaker was blown on the power control module (pcm). The pcm was replaced with resolved the problem.